Event description:
At placement, a bravo capsule failed to attach. The capsule could not be located at the endoscopy and there was a concern that it may have been aspirated. But, after hospitalization of the pt and a number of procedures, it was believed that no aspiration had occurred. No further action was required and the pt was discharged home without any adverse event.